Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2017, resulting in the decision to explant the device. The device was explanted (date not reported). There are plans to re-implant the patient but this has not taken place as of the date of this report.